Manufacturer narrative:
The device is not expected to be returned due to the report of being disposed; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The event description states, pacing on wire'. The safari2 guidewire is not intended for use as a pacing wire. As indicated in the device instructions for use (dfu), intended use: · the safari2¿ guidewire is intended to facilitate the introduction and placement of interventional devices within the chambers of the heart, including those used in transcatheter aortic valve procedures. As indicated in the device instructions for use warnings: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against resistance without first determining the reason for resistance. ·the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the dfu, operational instructions, instructions for use: 7. Advance safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. As indicated in the customer supplied supporting documentation, "this was an off-label mishap". Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: the doctor attempted to use the double fxd curve with a safari wire (with rf) to cross the septum. Original position was posterior and low. Once rf was applied, sheath became anterior and the wire perforated the ao. An 8mm avp (abbott) plug was used to fill the hole. The case was aborted. Additional information received: rf wire was used. This was an off label mishap. The safari wire was connected to a bovie. A baylis machine was used for radiofrequency. In the physician's opinion, was there any relationship between the safari2 guidewire and the perforation? The physician believes the anterior curve of the wm sheath caused the slip from posterior to anterior and then the perforation. Patient's current status? Stable. Home.